Event description:
It was reported that a patient underwent revision surgery approximately 3 months post-operatively to address a disengaged locking cover on an ozark plate and two migrated ozark screws, one of which had also fractured. The patient reported experiencing discomfort. This report is for the ozark screw that migrated.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent revision surgery approximately 3 months post-operatively to address a disengaged locking cover on an ozark plate and two migrated ozark screws, one of which had also fractured. The patient reported experiencing discomfort. This report is for the ozark screw that migrated.